Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission could not interrogate the device with multiple transmitters. No resolution was recommended to resolve the issue. The patient will receive a wanded transmitter to continue remote follow-up. No patient symptoms were detected.

Manufacturer narrative:
Correction: section g4 - date received by manufacturer of the previous follow-up report was blank and should have been 'may 3, 2017'. Section h1 - type of reportable event of the previous follow-up report was blank and should have been 'serious injury'. The reported field event of failure to interrogate was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received states the device was explanted. No further information is available.